Event description:
Reportedly the lesion was located in the distal circumflex with moderate tortuosity, moderate calcification, and 90% stenosis. A non-abbott guide wire was advanced to the lesion using a radial approach and while manipulating the guide wire, a perforation occurred in the distal circumflex. An attempt was made to achieve hemostasis using a 3.0mm non-abbott balloon catheter but in vain. Thus, the graftmaster was advanced to the lesion but failed to cross. During the attempts to cross, the tip got kinked. Thus, the graftmaster was removed out of the anatomy (the stent graft was not implanted). Hemostasis was finally achieved by inflating the 3.0mm non-abbott balloon. No clinically significant delay in the procedure or adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: guide wire: runthroughs; guide cath: heartrail. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.